Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were no green lights on the telemetry portion of the remote monitor during a manual transmission. Manual transmission was attempted with a dry washcloth. Troubleshooting steps were taken to no avail and the patient was referred to the device clinic to help rule out cardiac resynchronization therapy defibrillator (crt-d) telemetry concerns. The device is still in use. No patient complications have been reported as a result of this event.